Event description:
Medtronic received information regarding a navigation system being used prior to a tumorectomy. It was reported that no signal was displayed and the system did not activate. They used the computer reset button to resolve the issue. The likely cause was a cmos battery drain. This issue occurred prior to the procedure starting. There was no impact on the patient's outcome.

Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. H6) multiple annex a codes were applied to capture this event. A1102 captures the no signal displayed and a110201 captures the system not activating. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735672, serial/lot #: unknown, h3, h6) the product ID: 9735672, serial/lot #: unknown, was returned to the manufacturer for analysis. The returned 3 volt (v) battery measured at 1.05v. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.